Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced vaginal mesh exposure and underwent partial excision, urethrolysis, bladder biopsy and cystoscopy. Mesh was noted to be exposed approximately 0.5 cm in size and 1.5 cm from the urethral opening. Cystoscopy showed 2 mm cystic mass benign in appearance at the midline just above the trigonal ridge. Post intervention, the patient reportedly had hematuria and urinary retention. Another cystoscopy with fulguration and extensive clot evacuation was performed. Intra-operative findings: 200 ml of clot filled the bladder lumen.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As additionally reported to coloplast, though not verified, legal representative stated urgent surgery was planned.

Manufacturer narrative:
The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.